Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue (damaged usb pins) was identified.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.